Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 35mm navitor vision valve was successfully implanted in a patient. The length of membranous septum is 8.5mm. A pre-implant balloon aortic valvuloplasty was performed using a 26mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 4.07mm. There was no difficulty experienced implanting the 35mm navitor vision valve. It was noted post-procedure, that the patient developed a widened left bundle branch block (lbbb) and pr interval. The patient was hospitalized for monitoring. The lbbb and first-degree heart block were detected on electrocardiogram from (B)(6) 2025. On (B)(6) 2025, the decision was made to implant a leadless permanent pacemaker. The cause of the patient's left bundle branch and first-degree heart block is attributed to the implant procedure and the 35mm navitor vision valve. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of left bundle branch block and first-degree heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention was due to case-specific circumstances as a leadless permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.